Event description:
Facility reported: "emergency surgery situation. Endotracheal tube cuff broke, et tube slipped out of airway. Reintubation attempts unsuccessful. Emergency tracheostomy performed to reinstitute airway."